Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator generated transducer fault alarms and attempts to calibrate the exhalation flow transducer were made but zero calibration failed. The customer reported there was no patient involvement associated with the event.